Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the bilateral knees without labeling demonstrates a presumed left total knee arthroplasty status post acl repair. No radiolucency of the tibial component. Osteopenia with no fracture. Overall fit and alignment of the left total knee arthroplasty is appropriate. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: tibia trabecular metal two-peg porous fixed bearing left size f: catalog#42530007501, lot#65542820; femur cemented cruciate retaining (cr) narrow left size 11: catalog#42502007001, lot#64985259; palacospro 75g: catalog#66044274, lot#l116. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, nine (9) months and three (3) weeks post-implantation, the patient underwent revision surgery due to instability. The articular surface was exchanged and an iliotibial band release was performed without reported complication. It was reported that no further information is available.